Event description:
It was reported that when plugged into the camera head, the scope was dim despite white balancing and the image was too dark. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. The complaint was not confirmed. The probable cause of the complaint was not established and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that when plugged into the camera head. The scope was dim, despite white balancing and the image was too dark. The issue occurred, during an unspecified therapeutic procedure. There were no reports of patient harm.